Event description:
Caller states the patient tested 556mg/dl on the advantage system and 169mg/dl on a lab drawn within 10 minutes. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.